Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The screen appeared black at bootup. The information was there but it was not being illuminated. Using a flashlight, the pst could see the main screen display of the ccm in the background. It was determined that the display did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the central control monitor (ccm) powered up successfully at first but then powered up with a blank screen after the batteries were replaced. The fsr powered it up three times, but the issue remained. There was no patient involvement.